Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped activating in the middle of the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. Traces of blood was observed on the handle of the harvesting tool. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it was not activated when the power was switched on. No energy was delivered to the device. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. One of the connecting wires to the switch was broken and not connected. The location of the broken wire is on the exposed metal section just after where the wire insulation ends and before where the expose wire is soldered to the switch. No contamination was seen on the switch. Based on the results of the evaluation, the reported complaint for ¿failure to deliver energy¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped activating in the middle of the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.